Event description:
On june 29th rptr admitted to hosp with a very bad reaction from saline implant. She had been on antibiotics for several days and infection worsened. The area was very distended and inflamed. Rptr had high temperature, arms, legs and joints are always achy and painful and the trauma has changed her life completely.